Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that all horizon yellow open applicators have an alignment challenge.

Manufacturer narrative:
(B)(4). We are unable to perform a DHR review for the alleged complaint since lot information has not been provided and sample part has not been returned for investigation. Lot information has not been provided and sample part has not been returned for our investigation.

Event description:
It was reported that all horizon yellow open applicators have an alignment challenge.

Manufacturer narrative:
(B)(4). Complaint voided: this complaint has been voided due to the applier was last serviced on 6/2017 , and is due for an additional service, because the applier is slightly out of alignment, but closes clips according to specification. This is a service issue and not a legitimate complaint. Please make a note of it for your records.

Event description:
It was reported that all horizon yellow open applicators have an alignment challenge.